Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has a faulty led in the display. The top right line of the digit display is missing/very faint. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on, when powered on one led segment did not illuminate. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. While measurements could be obtained they were unclear due to the dim segment. Internal inspection showed an led segment in the instrument board has failed resulting in the display being blank. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.